Manufacturer narrative:
An event of explant due to aortic regurgitation after implant was reported. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device was not returned for analysis. No implant related factors could be confirmed from the information received from the field as information related to implant procedure was not provided. The patient had no comorbidities and pre-existing medical conditions. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information na.

Event description:
It was reported that on (B)(6) 2023, a 27mm epic valve was successfully implanted. After the patient was taken off of cardiopulmonary bypass, aortic regurgitation was observed. It is suspected that the epic valve might have contributed to the aortic regurgitation. The 27mm epic valve was removed and a replacement 27mm non-abbott device was implanted. The patient is reported to be discharged.